Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had been having "beeps" from the controller and an issue with the driveline. Due to this the patient and caregiver attempted to do a controller exchange without alerting ventricular assist device (vad) coordinators or discussing the alarms. During the controller exchange, the caregiver struggled and the patient's work of breathing increased and the patient lost consciousness. The caregiver called 911. When the vad coordinator was able to talk to ems (emergency medical services) and the caregiver, the patient was conscious and the pump running symbol was illuminated. The patient was transferred. On interrogation of both controllers it appeared that the patient's pump was off for approximately 6 minutes. The alarms that patient was having that led to controller change appeared to be low voltage or no external power alarms. The patient stated that these have occurred on both battery and wall power. The patient did have malignancy and stated they were weak and sometimes struggled with placing power to controller. The patient was to be admitted for observation and heparin drips. The log file review revealed the alarms prior to the driveline disconnect / controller swap were power cable disconnects. Throughout the log file there were intermittent odd strings of power cable disconnects while on battery power. The supply voltages were low when connected to the power module. The no external power event on (B)(6) 2021 occurred while power sources were being switched. The other four no external power events occurred at the end of the log file when the controller was swapped. Manufacturer's report number of controller: 2916596-2021-07830.

Manufacturer narrative:
Manufacturer's investigation conclusion. Analysis of the log files provided by the account confirmed a driveline disconnect on (B)(6) 2021 resulting in a pump stop; it was reported that the patient and their caregiver attempted a controller exchange without alerting the ventricular assist device (vad) coordinators. The submitted log files contained data from 05dec2021 through 22dec2021. The pump appeared to be functioning as intended, staying above the low speed limit until the end of the file on (B)(6) 2021, when the driveline was disconnected, causing the pump to stop. The driveline remained disconnected for approximately five minutes. After reconnecting the driveline to the backup controller, pump resumed operation and appeared to operate as intended, remaining above the low speed limit for the duration of the file. Multiple requests for additional information regarding this event were sent to the account; however, no further information was provided. The patient remained ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), until (B)(6) 2022, when the patient expired due to causes unrelated to the left ventricular assist device (lvad). The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 6 ¿patient care and management¿ warns that the pump will stop if the driveline is disconnected from the system controller and instructs to reconnect the driveline to restart the pump. The heartmate ii patient handbook, rev. C, is currently available. The handbook warns that the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the controller, it is to be immediately reconnected. Section 8 "handling emergencies" lists examples of emergencies and what actions to take, including when the pump has stopped. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 13feb2017. No further information was provided. The manufacturer is closing the file on this event.